Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Refer to MDR report number 2015691 - 2022 - 04948. For additional event within the same article. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article transcatheter tricuspid valve-in-valve implantation for degenerative surgical bio-prosthesis using sapien 3: a case series. A patient] with a valve model 7000tfx25 implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of 5 years due to tricuspid regurgitation caused by permanent pacemaker (ppm) lead impingement. Tricuspid stenosis (mg 7mmhg) was observed too. The patient presented with right-sided heart failure (nyha iii). Indication for initial replacement was severe tr secondary to a chest wall trauma. Pre-procedure tte showed: lvef 66.4%, rv tapse 1.6 cm, tr severe, ts mg 7 mmhg. A 26mm sapien3 valve was implanted within the existing edwards surgical device. The patient was discharged on pod # 10 in good condition.

Manufacturer narrative:
Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. As reported and confirmed by the image evaluation, the regurgitation was most likely due to leaflet impingement caused by the permanent pacemaker lead crossing the valve. An edwards defect has not been confirmed.